Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level due to this reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.